Event description:
The device was received with no info.

Manufacturer narrative:
Date sent: 10/13/2008. Lockout. Evaluation summary: the er420 instrument was returned empty. The device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled, and the lockout was noted to be broken, which denotes that the lockout had been fired through. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.